Event description:
I got breast implants a year ago. I am now experiencing what other people with breast implants claimed to experience, breast implant illness. Why is this still being allowed? Why are doctors allowed to put this poison in people? Nobody told me that having an existing autoimmune disease would increase the chances of me being sick. I am losing my hair, experiencing heart palpitations, extreme fatigue to the point where I can barely walk, I cannot focus, I can barely talk, typing out this message is a huge chore. I got severe joint/ligament pain in my hands and feet, horrible diarrhea, abdominal pain, breast pain. Every test performed by a health professional has come back negative. I am not crazy. Breast implant illness is real. These implants need to be recalled, cancelled, banned if I had known my chances of experiencing this were higher with an autoimmune disease, I would have never got them why are doctors promoting something they barely know a thing about? Also, I have not tried, but will medicaid cover their removal? I hope so because now I have to spend 2x what I spent on breast augmentation just so I can feel ok again. FDA safety report ID # (B)(4).